Manufacturer narrative:
Result of investigation: based on the investigation and physical sample received, the reported defect was confirmed since the physical sample was visually inspected by quality personnel from assembly area according to pqas 2k8000 etal and it was found that component lim duck bill part number 68-10a was detached, as well as detached component vinyl tubing part number 58-1831. Based on the above, we determined that manufacturing personnel may be related with the reported defect since they did not follow properly the instructions indicated on spm 2k8000 etal; that establishes they must assemble component lim duck bill part number 68-10a correctly on every fg part number 2k8017, as well as the correct assemble of component vinyl tube part number 58-1831. In addition, the device history record should be reviewed as part of the investigation, however since the fg part number 2k8017 with lot number y07e1865 was manufactured in 2007, the device history record is not available. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the resus, adlt w/mask, lrg tbg, 6/cs has failed in providing air to the patient. Instead of providing air the ambubag was getting air from the patient. The patient was died due to this failure.